Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values the day after the sensor was inserted in the arm. According to the report, the incident happens on (B)(6) 2024 at dinner time when they found out that they had inaccurate readings. As per patient, the receiver was not reading the sensor correctly. The patient lost balance and started falling. The person care assistant did a manual calibration, and they found out that cgm gave them inaccurate readings. The cgm provided a low reading with a value of 50 mg/dl and when they performed the finger prick, it had a value of 248 mg/dl. The personal assistant called 911 and the patient was treated with an unspecified glucose stabilizer intended to make the sugar normal. The patient was unconscious and as per 911 responder they experienced diabetic coma. The patient was rushed to the hospital. They stayed at the premise for 12 hours and were also provided a medication called glucose sugar according to the patient to make the readings normal. They took various blood glucose meters to monitor the patient readings. When it went normal, they were released by the hospital. The only injury that the patient had was a bruise on the left leg because of the event that they passed out. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information available.